Event description:
Customer reported a previous instance of high blood glucose levels, with the highest recorded level being 600 mg/dl. Cause was not known. Customer resolved the issue using a correction injection via multiple daily injections (mdi).